Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the reported complaint. The fse replaced the medical grade power supply (mgps) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mgps to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint regarding the noise. Log review found no data indicating a fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The power supply was installed and tested on the printed circuit assembly (pca) test system. The redundant mgps fan #2 started making loud noises. As result of this finding, failure analysis was able to conclude that the defective fan was the root cause of on the reported event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, an operating room (or) staff called in to report that the surgeon side console (ssc) was vibrating intermittently. An intuitive surgical, inc. (Isi) technical support engineer (tse) inquired where the vibrations were coming from, but the customer was not able to specify. The tse found single 23009 error that was recovered on the left master tool manipulator (mtm) 2. The tse verified the surgeon reporting the issue was at the ssc 2 and offered the option to move to the ssc 1 if vibrations were impeding the procedure. The customer would move to the ssc 1 if needed. The procedure was completing as planned with no report of patient injury. At this time, it is unknown if the procedure was completed using the same system.